Manufacturer narrative:
As reported, a 6f exoseal vascular closure device was used for hemostasis, however, ¿the lesion got obstructed again¿, blood flow got stagnated and it was confirmed in the afternoon on the following day. Therefore, the embolized part was removed by surgical procedure and good blood flow was observed. The target lesion was the superficial femoral artery which had chronic total occlusion (cto). An ipsilateral approach was made. It is unclear if the adverse event is related to the exoseal device. There was a possibility that the polyglycolic acid (pga) plug was deployed intravascularly and distal embolization occurred. The hospital has been carrying out a pathological examination. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot 17892996 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿plug inaccurate placement - intravascular ¿ and ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. An occlusion in the arteries distal to the closure site with pvd/calcium present can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. According to the product instructions for use (IFU), other less serious potential risks associated with femoral artery closure procedures that could occur more frequently include, but are not limited to, peripheral artery total occlusion. Do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the phr review, nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f exoseal vascular closure device was used for hemostasis. However, ¿the lesion got obstructed again¿, blood flow got stagnated and it was confirmed in the afternoon on the following day. Therefore, the embolized part was removed by surgical procedure and good blood flow was observed. The target lesion was the superficial femoral artery which had chronic total occlusion (cto). An ipsilateral approach was made. It is unclear if the adverse event is related to the exoseal device. There was a possibility that the polyglycolic acid (pga) plug was deployed intravascularly and distal embolization occurred. The hospital has been carrying out a pathological examination. The device will not be returned for analysis. Additional procedural details were requested but could not be obtained due to covid19 restrictions.